Event description:
The device was returned from customer for service with a reported failure code of 812:02. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.